Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that they had an implantable neurostimulator (ins) implanted in 2009 and it "didn't work. It "burnt the patient's private area every time they turned it up." The patient's pain began in 1983. The indications for use include non-malignant pain and failed back syndrome. If additional information is received, a supplemental report will be sent.